Manufacturer narrative:
The reported malfunction was observed during initial testing. However, after the device was disassembled to isolate root cause the reported problem could not be duplicated. The color lcd inverter was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed green spots and was not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.